Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. Treatment for peritonitis was not reported. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. Additional information was not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).